Event description:
Dealer states the left walking beam broke and left fork is bent coming away from the motor gearbox.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.